Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed one year remaining longevity. During the recent check, the device reached to elective replacement indicator (eri). This device was submitted for data analysis which showed that there was no low voltage fault has been declared, but the device was depleting in a manner consistent with the low voltage capacitors advisory. There were no other suspicious faults or resets stored within device memory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning. The device should be replaced and returned for detailed analysis. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed one year remaining longevity. During the recent check, the device reached to elective replacement indicator (eri). This device was submitted for data analysis which showed that there was no low voltage fault has been declared, but the device was depleting in a manner consistent with the low voltage capacitors advisory. There were no other suspicious faults or resets stored within device memory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning. The device should be replaced and returned for detailed analysis. This device was explanted. No additional adverse patient effects were reported.